Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via attached voluntary medwatch report # (B)(4) that tip detachment occurred. A 180x25cm gw fathom periph was selected for use. During the procedure, it was noted that the guidewire sheared off inside the patient's hepatic artery. The wire end portion was left inside of patient. There were no patient complications as a result of this event.